Manufacturer narrative:
Device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint were observed. The insert cev612-1 was returned for evaluation: failure analysis: the evaluation verified the complaint as valid. The mobile jaw is broken at the angle area. The breakage area is corroded. It suggests the presence of a crack prior to the breakage. No manufacturing or material defect was detected. The fragment was not returned. Root cause: considering that no material or manufacturing defect was found and that there are evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use or reprocessing, which weakened the jaw and progressively led to the reported event. This phenomenon is increased by the form of the jaw: the angle after the fixing part weakens the jaw and can generate a crack.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the cev612-1 insert cev612-1 cobra 350mm dia 5mm had a broken upper jaw. The device was not in contact with patient; hence there was no patient injury. The event did not lead to an increase in surgery time.